Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 the receiver had experienced an out of range signal. There was no report of injury or medical intervention. No additional event or patient information is available.